Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose levels. Caller alleges pump is not delivering the insulin correctly. Caller reportedly was hospitalized due to elevated blood glucose levels; treatment received was not provided. Requested return of the alleged device for evaluation and replacement was provided.